Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-00694 and 3006705815-2023-00944. It was reported that the patient's had an infection, as a result surgical intervention took place in (B)(6) 2022 where the system was explanted to address the issue. It was unclear the exact date of explant and the location of infection, rep was unaware and was not notified until later. Also, surgery intervention took place on (B)(6) 2023 where the patient was implanted with a new system, it was reported that a second lead could not be placed due to scar tissue. Therapy was restored following the surgery.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.